Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media to have high blood glucose. Customer's blood glucose went from 77 mg/dl to 507 mg/dl. Company representative had reached out to the customer. Customer will not be returning the device for analysis.